Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via email that she had a hypoglycemic event and the paramedics were contacted in (B)(6) 2015. Customer was hospitalized for a low blood glucose of 28 mg/dl. Customer stated that it was not a pump malfunction but a miscalculation of carbs for a meal and she bolused with too much insulin.